Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026 the cgm device kept on providing high reading alerts throughout the day, but no specific readings were reported. The patient was connected to their insulin pump in closed loop mode, but according to the parent "it wasn¿t effective". The patient continued to get high cgm reading alerts up until (B)(6) 2026. On (B)(6) 2026 the patient experienced vomiting, was going in and out consciousness, shaking, was feeling hot, and had incoherent speech. When a fingerstick was taken at the hospital the blood glucose reading was 839 mg/dl. The cgm device continued to provide an alert for an unspecified high reading. It was unknown if the cgm device displayed numbers at that moment or was displaying a high reading. The patient would have experienced diabetic ketoacidosis and was admitted into the picu. The patient was treated with intravenous insulin fluids, and dextrose 10%. The parent stated that the admission was primarily due to the pump malfunctioning. However, while the patient was hospitalized cgm inaccuracies were noted and at an unknown moment the cgm was 283 mg/dl, and the blood glucose reading was 154 mg/dl. The patient remained hospitalized from (B)(6) 2026 at approximately 5:07 am until (B)(6) 2026 at approximately 4:30 pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still very tired, with blood glucose levels still fluctuating but showing some improvement. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.